Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to reset the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues reappear.